Manufacturer narrative:
Correction to initial MDR in field h10. There was no additional suspect device and this field should have been blank.

Event description:
It was reported that the patient was experiencing some loss of specific pain coverage. It was suspected that the patient's right lead slipped caudally and left the epidural space. The patient was reprogrammed however the pain coverage was not captured. An xray was taken which confirmed that the lead migrated. The patient underwent a revision procedure and the right lead was replaced. The explanted lead was discarded by the facility and it will not be returned. The patient is recovering from surgery.

Manufacturer narrative:
Additional suspect device: model: sc-2218-50; scs-linear leads; serial: (B)(4).

Event description:
It was reported that the patient was experiencing some loss of specific pain coverage. It was suspected that the patient's right lead slipped caudally and left the epidural space. The patient was reprogrammed however the pain coverage was not captured. An xray was taken which confirmed that the lead migrated. The patient underwent a revision procedure and the right lead was replaced. The explanted lead was discarded by the facility and it will not be returned. The patient is recovering from surgery.